Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, high ventricular rate was noted on the electrograms, which were triggered by noise on the ventricular lead. The noise could not be reproduced in the clinic with isometrics or pocket manipulations. The patient presented in clinic for follow-up again in (B)(6) and noise was still present on the lead. The device was reprogrammed resolving the issue. The patient would continue to be monitored.